Event description:
It was reported the patient's blood glucose level (bg) rose above 13.9 mmol/l (>250 mg/dl) while wearing the pod between 25 and 36 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. The adhesive pad was not returned with the device. No damages or defects were observed on the adhesive pad welds. During the investigation, the soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause could not be determined for either the reported dislodged cannula nor the reported separation of the adhesive pad from the device.